Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice over delivered during peritoneal dialysis therapy. This event occurred while the patient was connected. The homechoice did not alarm. The patient stated the homechoice had filled them with 3000ml; however, the homechoice had only been programed to fill 2000ml. The patient did not report any symptoms of fullness. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received by baxter, and an evaluation is complete. An external/internal inspection was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical rite testing, failed functional rite testing due to reload set alarms related to the pump, and passed volumetric accuracy testing. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported problem. The reported condition was not verified. The service action taken was to rebuild the pump. Should additional relevant information become available, a supplemental report will be submitted.